Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on the baxter meridian device. Treatment parameters were as follows: blood flow rate: 400 ml/minute, dialysate flow rate: 700 ml/minute for 4 hours with a 2k+ bath. Hcp reported small air bubbles passing through the air detector, no device alarm and "many bubbles clumping together and getting to patient." Hcp stated problem was noted immediately upon initiation of treatment. Hcp stopped treatment, disconnected the blood lines and recirculated the blood per unit protocol two times. Hcp requested their machine equipment technician check the device. Equipment technician changed the blood pump roller after hcp reported the roller was dragging on the blood line. Hcp reported this resolved the micro bubble problem. Pt remained symptom free due to the immediate intervention.